Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 308, 278, 256, 265, 182, 178, 111, 114 mg/dl. Tests were done within 10 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.